Event description:
It was reported that the pump's usb port was melted, resulting in difficulties charging the pump. The customer's blood glucose level was 153 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.